Manufacturer narrative:
The product was discarded, therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Concomitant medical products: carto 3 system, model #: m-4800-01, serial #: (B)(4); coolflow pump, model #: m-5491-02, serial #: (B)(4); soundstar catheter, model #: m-5723-05, lot #: 1409849. (B)(4)

Event description:
It was reported that a (B)(6) year old female patient, underwent an idiopathic ventricular tachycardia - left (l-idvt) procedure with an ez steer thermocool sf navigational catheter. The left main coronary artery was dissected, which required stenting. The patient¿s medical history is unknown. While mapping, the premature ventricular contraction¿s (pvc) in the left ventricle (lv), the patient experienced significant chest pain. No ablations had been performed. No pericardial effusion was seen on intracardiac echocardiography (ice). The physician stated there was a possible left ventricle wall motion abnormality. The only intervention in the ep lab was pain medication given to the patient. They performed an ECG then transported the patient directly to the cardiac cath lab for catheterization. Upon request, additional information was provided on the event. The left main coronary artery was stented in the cath lab immediately after leaving the ep lab. The patient was recovering and was reported to be in stable condition at the time bwi followed-up with the physician. No further intervention was required. The physician did not provide a causality opinion for the cause of this adverse event.